Event description:
Information received indicates the valve was abandoned at implant when a piece of suture material was noted in the sternpost of the product. The surgeon's attempts to remove the piece of suture material during the case were unsuccessful. The valve was intra-operatively replaced with no patient complication reported.

Manufacturer narrative:
Analysis: the gross analysis shows that one suture in the valve base stitching located in the left right inferior coaptive area was cut and one valve base stitch appears broken; further inspection of the surrounding tissue shows tears detected in the same vicinity as the damaged sutures. Findings from visual exam reveals the valve leaflets are flexible and two cups are intact. A small tear seen in the left cusp inflow layer of tunica appears to have occurred during product retrieval. Medtronic cannot determine exactly when the suture and device tissue damage occurred, but it is very unlikely the product was shipped in that condition. The valve passed multiple product quality inspections, prior to release to distribution. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Although requested, additional patient information (gender, dob) is unk. Conclusion: no patient event, valve intra-operatively replaced. Findings from product analysis are inconclusive; we are unable to determine an exact cause for the damage seen, but it likely occurred after the device left medtronic's control.